Event description:
Patient revised to address loosening between cement/implant mantle and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records for the reported device did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.